Event description:
The customer reported that the system locked up. The fse indicated the issue was a system lock up but with no x-ray security error. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand controller was replaced during the service call. The system was tested and found to be working as intended and put back into service.